Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 and drawer 1 on the main station were not accessible. A field service engineer (fse) found a failed hardware icon on the station. When the customer tried to free up storage space, no options were presented. The fse manually marked both affected drawers as failing, which then made them visible in the recovery options. Although the drawers were functioning properly, the hardware failure icon continued to be displayed on the station. The fse adjusted the pixie net settings on the network interface card (nic) to force a failure on all drawers, then exited the application, reverted the nic settings, restarted the application but the hardware failure icon remained. Despite the drawers working correctly, the fse reached out to the support line to request the opening of a separate case for further investigation into the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 6 was failed to detect on bus. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.